Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the large suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, large suturecut needle driver had the cable broken. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the device has been visually inspected before use. No damage was present. The problem occurred during sewing and was immediately replaced. The device has not collided with other instruments. There were no problems with opening/closing the grips, or the left/right movement (yaw) of the grips or up/down movement of the wrist (pitch). There weren¿t any cables that visibly protrude from the distal end of the instrument. No photos of the instrument(s) or a video recording of the procedure are available to the isi for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument was further evaluated by a failure analysis engineer (fae) and it was found with a broken grip cable at the distal idler pulleys. The cable was fully broken. The instrument had 2 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the broken cable did not exhibit any abnormal sharp edges or damage that would have contributed to the cable breaking. It was observed that the broken cable strands appeared to be frayed and that the location of the cable break at the distal idler pulleys aligned with when the grips were in the max yaw position. The location of the break suggested that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying and then breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.